Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that 25 wells out of 60 wells of an ih-liss rack were empty. The instrument ih-1000 gave a "liq" error and no incorrect result was released. The customer did not provide the affected product for investigational testing but had discarded the rack. So no further investigation of the affected rack was possible. Therefore all retention samples were checked . All of them were without any anomalies and showed no empty wells or wells with low volume. We did not receive any other complaint regarding this lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.